Event description:
It was reported an angio-seal device was deployed and the pt was discharged (date unknown). The pt returned to the hosp due to bleeding at the access site. Manual pressure was applied to achieve hemostasis. The pt rested in bed for two hours with no further complications.